Event description:
It was reported that the 9800 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted and the connections to the transformer were tightened during the service call. The system was tested and found to be working as intended and put back into service.